Event description:
The customer reported the unit failed pacing and cable test in op check. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit failed pacing and cable test in op check. There was no reported patient involvement. The philips field service engineer evaluated the device and found the therapy pca failed. The therapy pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.